Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure the handpiece got hot. The case was completed. Patient impact is unknown at this time. Additional information has been requested, but none as been received to date.

Manufacturer narrative:
The handpiece was examined. The reported event was replicated and the handpiece was replaced to resolve the reported non-conformity. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on august 10, 2010. Based on qa assessment, the products met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming handpiece. However, how that handpiece became non-conforming remains inconclusive. (B)(4).